Event description:
It was reported the programmer would not startup. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer powered up to a blank screen. Mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found two hinge plate screws were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID analyzer. (B)(4).